Event description:
The facility reports the resident fell from the shower stretcher onto the floor and was taken to the emergency room for a check up. No injuries were reported.

Manufacturer narrative:
An arjo investigator examined the device and found the unit in good condition with some corrosion to the stretcher frame and one chassis leg. There is no side support with the system, (it is an optional accessory). The safety belts were new; the matress pads were found slightly worn with minor cracking. The system was working to MFR spec. In a report from the site, it was stated the safety belts were missing at the time of the incident. This is all the info the facility would release. According to the product, operating and product care instructions, both straps are to be used while the resident is on the lift. The MFR recommends retraining of lift operators, especially regarding the proper use of the safety belts. The safety belts have been purchased and received.